Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Unable to perform all functional testing including the displacement,operating currents, restart error test, rewind, basic occlusion, occlusion, prime and force system sensor and excessive no delivery test due to physical damage to lcd glass.pump received with minor scratched lcd window, missing end cap sticker, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen only displays partial information and segments are missing from the display screen. Customer's blood glucose was 150 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.